Manufacturer narrative:
Additional h-3 summary: actual sample: an empty opened box, an empty opened folder and two detached needles product code v449, lot # mlz716 were received for evaluation. During the visual inspection of the two detached needles, the closure of the channel was noted to be as expected and enough epoxy was noted at the barrel hole. The suture was not received to determine the assignable cause. Per the sample condition, it could not be determined what may have caused the reported incident. Rep samples: two unopened samples of product were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlz716 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: how many of the total quantity were actually involved for the reported issue? No. Further information is available. What was the name of the procedure? No further information is available. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? No further information is available.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During an unknown surgery, suture was detached from the needle. The suture was not control release needle. Further details are not provided from the health professional.